Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: per the affiliate: the patient is stable. Was there any patient consequence to the donor or recipient as a result of the event? The artery was bruised, the surgeon then had to staple the artery at a different point lower down. This doesn¿t affect the donor but the recipient has now received a kidney with a bruised artery attached. This increases the risk of the recipient suffering from thrombosis. Was there any change in post-operative care for the patient as a result of the event? They had to have more careful observation as they are at risk of thrombosis. The synergy form notes that intervention was required to prevent permanent impairment/damage. Can you please describe the intervention that was taken? The stapler was removed from the patient, and the cartridge had to be taken out of the body too. The staples that could be seen were removed using lap graspers. A new stapler had to be used to finish off the task of stapling the artery. The following information was requested, but unavailable: how experienced was with the device was the person who loaded it? Was the device difficult to open? Was the device originally clamped closed successfully? Did the surgeon attempt to fire the device? Did the device open on its own or have to be forced open? What is the current condition of the recipient? Was there any change in the post-operative care? Please define ¿more careful observation¿.

Event description:
It was reported that during a kidney transplant procedure, when fired on the vessel, the gun sprung open and the cartridge popped out. This damaged the vessel (stressed it) and staples scattered inside the patient. The knife did not fire luckily. As the vessel was needed for a transplant organ, it is extremely damaging to the patient receiving the kidney as they are now at higher risk of thrombosis. The vessel was stressed; this vessel is needed to connect the donor kidney to the patient receiving the kidney, so needs to be in full working order. The damage could mean that postoperatively the patient receiving the kidney suffers from thrombosis or the transplant doesn't work as well. Another like device was used to complete the procedure. Surgery was prolonged ten minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: how experienced was with the device was the person who loaded it? The device came preloaded and was only fired once. The surgeon has used the gun over 200 times and is an experienced consultant surgeon. Was the device difficult to open? Was the device originally clamped closed successfully? The device was fine to open and felt normal to the surgeon upon clamping it closed on the vessel. Did the surgeon attempt to fire the device? Yes, which is when it the cartridge burst open. Did the device open on its own or have to be forced open? It burst open by itself what is the current condition of the recipient? They are fine and the transplant went well, they have not suffered from thrombosis or any other problems due to the stapler misfiring. Was there any change in the post-operative care? Please define ¿more careful observation¿ (due to risk of thrombosis). The surgeon was just more nervous about how the patient would be after the procedure, so went to check on them more frequently than they would have done a normal patient, and asked the ward nurses to monitor them carefully. The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury event, and has been revised to a malfunction. Additional information requested and received: - how experienced was with the device was the person who loaded it? The device came preloaded and was only fired once. The surgeon has used the gun over 200 times and is an experienced consultant surgeon. Was the device difficult to open? Was the device originally clamped closed successfully? The device was fine to open and felt normal to the surgeon upon clamping it closed on the vessel. Did the surgeon attempt to fire the device? Yes, which is when it the cartridge burst open. Did the device open on its own or have to be forced open? It burst open by itself what is the current condition of the recipient? They are fine and the transplant went well, they have not suffered from thrombosis or any other problems due to the stapler misfiring. Was there any change in the post-operative care? Please define ¿more careful observation¿ (due to risk of thrombosis).